Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported keeps beeping with an occlusion message which was reproduced as a false upstream occlusion alarm by troubleshooting the device. A review of the event history log identified upstream occlusion messages. The cause was determined to be out of specification ultrasonic sensor calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, which keeps beeping with an occlusion message. The reporter did not specify if the message was upstream or downstream occlusion. There was no patient involvement. No additional information is available.